Manufacturer narrative:
Testing and investigation did not confirm the reported complaint. The device was returned with vial/tubing and printout. The device passed performance verification testing for occlusion and short amd long term delivery accuracy test using the returned vial/tubing. Throughout testing procedures the syringe popped out. A cracked pole clamp bracket was observed. No visible damage was observed on the flange clamp, cradle or flange assemblies. The device was placed on a 40 ft. Conveyor line face down three times without a bin to absorb the shock between rollers. The vial did not pop out. The unit was then dropped 3 tomes from a height of 32 inches. Vial popped out when it landed face down, however, the unit stopped delivery and alarmed for check vial. No damaged was observed to the case after testing, however, the pole clamp knob was cracked and the lock latch did not release. The device error log shows 7 occurrence of code 4b (lcd data readback error):possible cpu/display pwa failure. The possible cpu/display pwa failure, cracked clamp knob and lock were not related to the event. The frequency of death or seious injury reports overdelivery for lifecare pca is <1.99/million sets.

Event description:
Overdelivery reported. The pump was set to infuse dilaudid 1mg/ml, 0.5mg pca dose with a 20 minute pt lockout and a 4mg 4hr limit. The pca pump was cleared at 1:40pm on 3/30/98 and showed 19ml of dilaudid remaining in the syringe. The pt was taken to the dialysis unit and dialysis began at 2:20pm. At 2:48pm, the pump alarmed showing "vial alarm." The medication vial reportedly had "popped" out of the top portion of the cradle assembly. The nurse opened the pump and reset the syringe. She reportedly just had to "press it back into the holder; she did not put any downward pressure on the vial/syringe assembly." She reported that the cradle assembly seemed normal, no problems were noted. At 2:56pm the pump alarmed due to an empty syringe. At 3pm the pt's respirations became depressed and respiratory arrest occurred. An airway was inserted and ambu bag ventilation begun. The pt received lamp of narcan and bagging respirations returned and he was transported to the coronary care unit. The narcan was repeated and the pt responded without serious outcome. The pt was transferred from ccu on 4/1/98. No adverse sequelae were reported.